Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device found that the flare was detached and catheter was slightly kinked at the proximal end near the handle. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the snare loop failed to extend due to the flare being detached. The flare being detached is contrary to what was originally reported. The review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the wire loop of the device failed to come out of the catheter. It was reported that they considered the proximal part of the catheter and the wire was not the usual length. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the flare detached, therefore this is now an MDR reportable event.